Event description:
It was reported that the patient¿s paresthesia at times would get ¿cut out.¿ after assessing impedances, the implantable neurostimulator (ins) was reprogrammed around the short circuits. There was high impedance of >10,000 on electrode 8, and 11-15. Symptoms or complications associated with the event included less than 50% therapy relief at an unknown location. Actions required as a result of the event included reprogramming. Diagnostic testing or troubleshooting included impedance testing and reprogramming. The product status was implanted and remains-in-service. The patient¿s status at the time of this report was alive with no injury. The manufacturer's representative spoke to the patient on (B)(6) 2015, and stated therapy appeared better. However, it was too soon to tell.

Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).